Event description:
It was reported that during an ideopathic vt procedure, the patient's heart rate increased and the blood pressure decreased after ablating. An echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Product analysis was not conducted since the catheter was disposed. DHR review could not be performed because lot number was not provided by the customer. Concomitant products: carto 3 system us: catalog #: fg540000. Serial #: (B)(4); stockert 70 system us: catalog #: s7001, serial #: unknown; cool flow pum us: catalog #: cfp002, serial #: unknown. (B)(4).